Event description:
In 2004 - a dental implant was placed in tooth location #20. Subsequently the pt was experiencing pain. In about 3 weeks later - the implant was removed. In 02/2005 - the clinician was contacted. He stated "the pt pain resolved after the implant was removed".